Manufacturer narrative:
The initial reporter state is (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used to remove a 9mm polyp in the left colon during a colonoscopy procedure performed on (B)(6) 2021. It was reported that during the procedure and inside the patient, polyp removal was attempted but the physician was unable to cut through the polyp without cautery. No problems were present upon opening the package. The procedure was completed with a captivator ii hot snare. There were no patient complications reported as a result of this event.